Manufacturer narrative:
Results: ( no device returned for evaluation or cine films). Conclusion: device failure/lack of effectiveness related to patient condition (severe tortuosity with 99 percent stenosis, and severe calcification).

Event description:
A 1.5 mm x 6 mm sprinter rx dilatation balloon catheter was used to pre-dilate an rca lesion. The lesion morphology was severe tortuosity, 99 percent stenosis with severe calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon first inflation of the balloon, the balloon burst at 6 atmospheres. The balloon was successfully removed from the patient as one unit. It was reported that the case was completed with another manufacturer's balloon. The device has been discarded. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.